Event description:
It was reported that the stent shortening occurred, requiring the use of another stent. The target lesion was located in the common carotid artery. An 8x29, 5f, 135cm carotid wallstent self-expanding was selected for treatment. However, it was noted that the stent had shortening issue in the target lesion. The physician used another carotid wallstent to complete the procedure. There were no patient complications as a result of this event.